Manufacturer narrative:
The soft cannula was observed to be damaged at the distal tip. Since the distal tip was damaged, fluid was unable to flow through the complete fluid path and exit the complete distal tip of the soft cannula. A leak test was performed and no leakages were observed along the remaining parts of the fluid path. Although the soft cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 14.4 mmol/l (259.2 mg/dl) while wearing the pod on the hip/buttocks area between 36 and 48 hours. A new pod was applied to treat the hyperglycemia.